Event description:
The customer reports that the guide wire kinked.

Manufacturer narrative:
Qn#(B)(4). The customer returned one guide wire with the tubing and a lidstock for analysis. Visual analysis of the guide wire revealed three major kinks near the distal j-bend. Microscopic analysis confirmed the kinks and revealed a few offset coils on the distal j-bend. No other defects or anomalies were observed. The kinks in the guide wire measured 414mm, 430mm, and 435mm respectively from the proximal end. The guide wire length measured 457mm, which is within the specification limits of 450mm-458mm per the guide wire graphic. The guide wire outer diameter measured .625mm, which is within the specification limits of .610mm-.635mm per the guide wire graphic. A manual tug test confirmed that the proximal and distal welds were secure and intact. A device history record review was performed with no relevant findings to suggest a manufacturing related cause. The IFU provided with the kit informs the user, "do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing of spring-wire guide". The IFU also cautions, "use care when removing spring-wire guide. If resistance is encountered, remove spring-wire guide and catheter simultaneously. Use of excessive force may damage catheter or spring-wire guide." The report of a kinked guide wire was confirmed through complaint investigation. Visual analysis revealed three major kinks near the distal j-bend. Microscopic examination confirmed the kinks and revealed offset coils on the distal j-bend. The catheter met all relevant dimensional requirements, and a device history record review did not reveal any relevant findings. Based on the sample received and the customer report that the defect was observed during use, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the guide wire kinked.